Event description:
Caller alleged discrepant results compared with the lab. Patient's range is 2.5-3.5. Caller stated that the monitor read outside of that range, so her nurse said something is wrong with it. She said, she compared it to her md's monitor; which is a different type and was a day apart.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of test 1 and 3 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subjected to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Inratio precision data provided by end-user lot: date: 2009; 1st inr = 1.6; 2nd inr = 3.4; 3rd inr = 1.2. Inratio meter - mean: 2.1; sd: 1.2; %cv: 56.7. The 56.7% cv is more than 20%. The precision test failed the criteria for precision. Products will be tested when it is returned. In-house accuracy test. Test date: donor 1 (the following month) and donor 2. Returned meter, in-house meters. Returned strip ln: 210827pa. Comparative sys: sysmex 560; 2 therapeutic donors. In-house accuracy test. Results (210827pa): the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. No strip deficiency produced. End-user reported accuracy discrepant test result. Patient information was not known. Mean and %cv calculations revealed two inratio test values were outside of the lower confidence limit and cv% > 20%. In-house tests were performed. Returned meter/strip were tested to compare to sysmex's. Results revealed accuracy criteria met. Functional test was performed. All testing criteria passed. Returned meter/returned strip deficiencies were not established. Meter memory record was reviewed. Strip lot # 080818/f18pm was in the complaint. Dates for the complaint should be 05/21/2009. The last test data 1.2 was not found in record. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of 06/15/2009, 17 discrepant results complaint was reported for lot #080818 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.